Event description:
It was reported that the insulin gauge on the customer¿s pump displayed an amount different from what was expected, specifically showing a 17-unit fill estimate instead of the anticipated 240 units. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on the importance of removing air from the cartridge before filling it and assisted them in filling and loading a new cartridge. The customer was advised to monitor the situation and follow up if necessary.